Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the procedure, the balloon catheter was tested and did not inflate or deflate properly. The catheter was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned, analyzed, and no anomalies were found. The analyst noted the balloon catheter was returned without the inflation syringe. The balloon catheter was able to inflate with a 1.25 ml syringe and hold its inflation and the balloon deflated as expected. There were no anomalies found with the balloon on the balloon catheter at this time. If information is provided in the future, a supplemental report will be issued.